Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant. The device was explanted on (B)(6) 2017 it is unknown if there are plans to re-implant the patient with a new device.